Manufacturer narrative:
This is being reported as an unconfirmed eye infection. No lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. There is no clear indication that the device could have caused or contributed to the incident. There is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt reports eye infection that was treated with drops. Medical records provided do not reveal any treatment, diagnosis or prescription. This is being filed as an unconfirmed eye infection.